Manufacturer narrative:
Of the 13 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to cartridge compartment damage. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranges from 13-56 years of age and between 35 and 175 pounds. Of the reported patients, 10 were male, 3 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of cartridge compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.